Manufacturer narrative:
Citation: albert, l. Et al. Percutaneous transhepatic valvuloplasty of a trimmed melody valved stent in mitral position in a (B)(6) infant cardiology in the young. 53rd annual meeting of the association for european paediatric and congenital cardiology (aepc) april 2019. Volume 29 , issue s1: pp. S1 - s196 doi: https://doi.org/10.1017/s1047951119000489 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with a history of aortic stenosis, ross operation, mitral repair and mitral replacement who underwent a melody transcatheter bioprosthetic valve implant into the mitral position without complications. Two years and three months post implant severe mitral stenosis was noted. Subsequently a mitral valve balloon dilation was successfully performed via transhepatic approach. No additional adverse patient effects were reported.